Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm. (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6) 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6) 200-02-35 - three peg patella 35mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, initial right knee implanted in (B)(6) 2017, underwent a revision procedure in (B)(6) 2025, approximately 7 years 3 months post the initial procedure. The reason for the revision is unknown. All devices were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were discarded at the hospital. No device images were available. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1/d2a/d2b. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6 - impact code, investigation codes the following sections were corrected: h6 - impact code, investigation codes.